Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the catheter was being used on male pt with sickle cell anemia. The catheter was placed into the pts' right arm. Within five minutes of having the peripherally inserted central catheter (PICC) placed & tegaderm placed on site, the pt had itching & a rash developed on both arms & body; the pt had hives. Benadryl was administered & the itching subsided. The pic was left in place. The (B)(6) stated this pt had four arrow coated PICC's placed over the last several months. The previous one gave him some reaction as well. There was no delay in treatment & no pt death. The pt outcome was fine. Additional information received on (B)(6) 2011, by the (B)(6) stated that "the PICC was placed for analgesic therapy & possible blood transfusion. There was no insertion difficulties known & allergies are unk. Their protocol for skin prep is with chloraprep & after the insertion they place a biopatch & tegaderm dressing. She did not know much information about the pt for they are in the department for a short time frame just to have the PICC placed. She reminded me that the (B)(6) laws inhibits her from giving pt information even if she did know." See MDR #1036844-2011-00007 for a related event involving the same pt.